Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. No product information has been provided to date.

Event description:
It was reported that an error code occurred during the service of a returned device. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customer reported problem was not related to any previous repair. Visual inspection found the device with all intact. There was no evidence of the error recorded in the event history log (unable to download log). The customer reported issue was duplicated; device alarmed error code when powering up in both user and manufacturing utility mode. The investigation revealed that the error code was due to faulty/malfunctioning microprocessor unit board which was the cause of the reported problem. For corrective action the faulty microprocessor unit board was replaced. The root cause of the reported problem was unknown. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device was previously repaired on 19-jul-2022 for battery compartment damage. There was n indication of any issues with the previous service during the evaluation of this complaint.

Manufacturer narrative:
Other, other text: b5: additional information received on 28-sept-2022 via email and attached in complaint object: all issues with these devices were found during testing at our facility. No patient involvement was indicated at the time the pumps were received at our facility for repair and recertification. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.